Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 failed and not detected on bus, preventing access to all associated pockets. A field service engineer (fse) had assisted the customer remotely through a series of troubleshooting steps to address the connection issue. After rebooting the station, drawer 3.1 and all other drawers were successfully detected on the bus and operated without any malfunctions or delays. To confirm functionality, the customer performed an inventory test on all pockets, which passed without any issues. The system functioned as intended after the field service engineer assisted the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer failure. Drawer faced approximately 31 failed storages noted reported as device not detected on bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer failure. Drawer faced approximately 31 failed storages noted reported as device not detected on bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.